Event description:
Customer reported experiencing a high blood glucose event earlier in the day. Highest blood glucose level on record was displayed as 'high,' although specific values were not provided. Cause was not known. Customer resolved the high blood glucose by administering a correction bolus via the pump. Control iq was active during the incident. Technical support advised the customer to consult with a healthcare professional to discuss potential influences on blood glucose levels.